Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the doctor noticed when he had already intubated, the patient the device balloon would not hold air. The device was removed safely and a different device used. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return the actual device; however, they did returned ten unopened representative samples from the same lot number. A visual exam was performed on all ten samples and no issues were identified. The cuffs of the samples were inflated to 25mbar. The pressure was maintained for 30 minutes. A leak test was conducted by immersing the samples in water. No bubbles were observed from any of the ten samples. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No issues were found with the returned representative samples; however, without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the doctor noticed when he had already intubated the patient the device balloon would not hold air. The device was removed safely and a different device used. (Cont). No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return the actual device; however, they did returned ten unopened representative samples from the same lot number. A visual exam was performed on all ten samples and no issues were identified. The cuffs of the samples were inflated to 25mbar. The pressure was maintained for 30 minutes. A leak test was conducted by immersing the samples in water. No bubbles were observed from any of the ten samples. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No issues were found with the returned representative samples; however, without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the doctor noticed when he had already intubated the patient the device balloon would not hold air. The device was removed safely and a different device used. (Cont). No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Required intervention to prevent permanent impairment/damage was marked in error.

Event description:
Customer complaint alleges the doctor noticed when he had already intubated the patient the device balloon would not hold air. The device was removed safely and a different device used. No patient harm reported. Patient condition reported as fine.